Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Sterile part: part: 04.211.018s, lot: 7l13417, (B)(4), release to warehouse date: july 29, 2020, expiry date: july 1, 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non - sterile part, part: 04.211.018, lot: 43p2417, manufacturing site: (B)(4). Manufacturing location: (B)(4), manufacturing date: 14-feb-2020, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: 43p2417 (non-sterile), lot quantity: (B)(4). One piece was scrapped, turn/thread head, flute, after being dropped. Four pieces were scrapped, flow inspect/pack, for unacceptable surface finish. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria apart from the four (surface finish) pieces noted. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.018.999, 2.8mm ti screw blank 18mm 2.7 variable angle w/sd8, lot number: 24p4791, lot quantity: (B)(4). Sixty pieces were scrapped, warm head blank, after a tooling breakage and a machine warm-up issue. Production order traveler met all inspection acceptance criteria apart from the sixty pieces noted. Inspection sheet, inspect warm head blank/inspect turn head and point, met all inspection acceptance criteria. Part number: 23032, tialnbci2.78. Lot number: h731279. Lot quantity: (B)(4). Certified test report supplied was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Sterile part: part: 04.211.018s, lot: 7l24836, (B)(4), release to warehouse date: september 1, 2020, expiry date: august 1, 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non - sterile part; part: 04.211.018, lot: 35p9677, manufacturing site: (B)(4), manufacturing location: (B)(4), manufacturing date: january 8, 2020, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: 35p9677 (non-sterile), lot quantity: (B)(4). Twenty-five pieces were scrapped , mill shaft threads, after being dropped. Production order traveler met all inspection acceptance criteria apart from the twenty-five pieces noted. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.018.999, 2.8mm ti screw blank 18mm 2.7 variable angle w/sd8, lot number: 24p4786, lot quantity: (B)(4). One hundred pieces were scrapped, warm head blank, after a tooling breakage and a machine warm-up issue. Production order traveler met all inspection acceptance criteria apart from the one hundred pieces noted. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. Part number: 23032, tialnbci2.78, lot number: h731279, lot quantity: (B)(4). Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Sterile part; part: 04.211.018s, lot: 7l39448, (B)(4), release to warehouse date: october 7, 2020, expiry date: september 1, 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non - sterile part; part: 04.211.018, lot: 68p5949, manufacturing site: (B)(4). Manufacturing location: (B)(4), manufacturing date: january 8, 2020, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: 68p5949 (non-sterile), lot quantity: (B)(4). Five pieces were scrapped , turn/thread head, flute after a robot mis-load. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.018.999, 2.8mm ti screw blank 18mm 2.7 variable angle w/sd8, lot number: 59p9048, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, met all inspection acceptance criteria. Part number: 23032, tialnbci2.78, lot number: h782064, lot quantity: (B)(4). Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. These lots met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal humerus fracture with two (2) screws. During the screw insertion, one screw penetrated through the plate and penetrated the joint. The surgeon tried to remove the screw, but he could not because it was idling. The other screw was inserted but could not be locked to the plate. The surgeon remained 2screws and the surgery was completed successfully within 30minutes delay. The surgeon commented that he had difficulty in connecting the sleeve to the drill and it was possible that the sleeve possibly came off while drilling which caused the screws to not be inserted properly. Concomitant devices reported: va lockscr ø2.7 head 2.4 self-tap l18 ta (part number 04.211.018s, lot unknown, quantity 1); va-lcp dhp 2.7/3.5 dorso-lat le short 3h (part number 04.117.303s, lot unknown, quantity 1); drill bits: trauma (part number unknown, lot unknown, quantity 1); guides/sleeves/aiming: sleeve (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 2 of 5 for (B)(4).